Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified red particles on the shell, white calcification on the shell and fluids inside the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and recall.

Event description:
Healthcare professional reported left side device removal due to voluntary recall and capsular contracture, baker grade IV. Device has been explanted.